Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was less than 10 ml of fluid and was not contained in the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and identified the source of the leak as the needle vent line which is the slidemaker aspiration (line) tubing that had come off (detached) the needle fitting. The fse trimmed the tubing end and reattached it to fitting to resolve the issue. (B)(4).